Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was damaged in the packaging before use, appearing "warped" with "moisture" in it. Medwatch report# mw5092731 was filed in response to this event. The following information was provided by the initial reporter: "a 3ml syringe damaged in packaging, appearing heat warped and moisture in syringe."

Manufacturer narrative:
Investigation: one photo of the top view of a blister pack from batch 9318766 (p/n 309657) was received and evaluated. No defects were observed. It is possible the "moisture" observed was silicone. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the photo received.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was damaged in the packaging before use, appearing "warped" with "moisture" in it. Medwatch report# mw5092731 was filed in response to this event. The following information was provided by the initial reporter: "a 3ml syringe damaged in packaging, appearing heat warped and moisture in syringe."